Manufacturer narrative:
The evaluation and repair of the device has not yet begun. Covidien ref. #(B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator stopped cycling. Although requested, it is unknown if there was patient involvement.